Event description:
It was originally reported by the facility that the nurse inserted a latex foley into a pt with a known latex allergy. The pt was put on ventilator support after an unk length of time after the foley was placed. The facility reported the pt later died. Through clinical follow up the facility later recanted their statement by informing bard that the pt suffered no impact as a result of the foley catheter being placed. The hospital reports the pt suffered no reaction to the latex foley. The hospital also reports the pt passed away from respiratory failure, not from the latex foley being placed. The hospital refuses to provide additional info surrounding this even. While the hospital feels the pt suffered no impact as a result of the use error involving one our products; bard is reporting the adverse event involved with one of our foley catheters even in the absence of info.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The labeling could not be reviewed due to no product catalog number was provided. (B)(4).